Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem (B)(4) is currently underway. The reported problem (will not power on) has been confirmed. The cause for the charger/modem not powering on is a defective power supply. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective power supply. The pt received a replacement charger/modem.

Event description:
A pt service representative contacted zoll customer support while assisting a (B)(6) male pt to report that the pt's charger/modem would not power on. The pt received a replacement charger/modem.